Event description:
Transobturator midurethral tape was applied using the solyx system. Pt had good result without stress incontinence until 6 weeks post op when she felt something pop. Further evaluation revealed mesh erosion into bladder.